Event description:
The device was used during a "tfc" fusion cage explantation. Reportedly, the cage was explanted because it had slightly protruded into the l4-5 neural foramen. The hosp has reported the pt's condition is satisfactory.